Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 249 mg/dl. Reportedly, the pump did not alarm as expected when a blockage occurred with a non-tandem infusion set cannula. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed.